Event description:
The consumer reported that when she was walking into (B)(6), the therapy turned off by itself; the patient was able to use their patient programmer (pp) to turn therapy back on. It was also reported that while the patient was inside of stores, at random times, her stim would speed up. This was noted to happen multiple times before. This event occurred in 2014. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated. The indication for use for the implanted device was noted as chronic low back pain and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.